Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the handle noted no abnormalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the handle was loaded with pmv representative straight and roticulator* loading units. During testing of the handle a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the handle body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. The reload was loaded into a post market vigilance (pmv) handle for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy procedure, only a partial firing was done. The incomplete staple line was oversewn to preclude permanent impairment or damage to a body structure. No other known adverse events were reported.